Event description:
A hospital in (B)(6) reported via our distributor that water leaked at the connection between the feed tube and the bag spike of an mr290 autofeed humidification chamber. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is therefore based on our knowledge of the product and the description of events. Results: the customer has reported that "during set up, customer noticed leaking where the feed set tubing bonds to the spike for the feed set." We have had other complaints for this particular failure mode for lot number 100213, which is due to insufficient glue being applied to the connection between feedset tube and spike during production. Conclusion: the leak was caused by the applied glue, it was not being able to hold the spike to the feedset tube. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).